Event description:
It was reported that unspecified issues were occurring with the pump touchscreen. There was no reported adverse impact to customer's blood glucose. No additional information was provided. Customer declined follow up from tandem technical support.